Event description:
Sorin group (B)(4) received a report that the flow display on the scp panel went blank. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6) hospital. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Analysis of the device found the display at the flow sensor intermittently jumps. The part was sent to the supplier for further investigation. The supplier confirmed the issue but could not determine the root cause. The manufacturer also stated that this is an isolated incident. Sorin group (B)(4) will continue to monitor the market for this issue. No further action is deemed necessary.